Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative regarding a patient who was receiving unknown drug (at an unknown concentration and dose) via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was going to have a catheter revision but due to an infection at the site of the pump, a new pump was required. The patient fell approximately 'one month ago' (by estimation, (B)(6) 2017). The exact date was unknown. The patient noticed tenderness in the low back and pump site right buttocks. The patient saw their pain management physician and was started on antibiotics due to tissue breakdown from fall and fever. The patient was sent to consult and scheduled for a revision. There was skin breakdown over the pump site on the right buttocks. The physician removed the pump and the pump connector on (B)(6) 2017 and a new pump and pump connector were placed in the right abdomen. The catheter had good csf return in the operating room and the patient was continuing the regimen of antibiotics. No further information was provided and no further complications were reported/anticipated.